Event description:
It was reported that during a da vinci si nissen fundoplication procedure the endowrist one vessel sealer instrument blade would not retract. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument was returned with blade exposed, preventing it from returning to the proper garage position. Light bio debris was inside the blade track. The instrument was placed on system but not would advance through cannula. Upon further failure analysis, a disc of the snake wrist was dislodged from the tube adapter not allowing the vessel sealer to advance through the cannula. No material was missing. Failure analysis concluded the damage was likely due to mishandling / misuse. Remote fe data did not show any blade jam error logs. Remote fe data showed several incomplete cut errors. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; enter the failure information here, such as tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.